Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occured. The 80% stenosed target lesion was located in the severely tortuous distal right coronary artery. A 4.00mm x 28mm synergy ii drug-eluting stent was advanced for treatment, but failed to cross the lesion. The physician took it out of the patient's body and then advanced it again for the second time. Upon advancing, the physician noticed that the catheter of the stent was broken. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous distal right coronary artery. A 4.00mm x 28mm synergy ii drug-eluting stent was advanced for treatment, but failed to cross the lesion. The physician took it out of the patient's body and then advanced it again for the second time. Upon advancing, the physician noticed that the catheter of the stent was broken. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. A synergy ii us mr 4.00 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft, and a hypotube break located 51.5cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.